Event description:
The customer reported that her insulin pump had a frozen display. Troubleshooting was performed. The blood glucose reading was 103mg/dl. The caller stated that no alarms occurred after the buttons were not responding. Advised the customer to remove the battery and to insert a new battery for five minutes, but the frozen display continued with no advancement of the time. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump was tested with test keypad and no frozen display noted. The insulin pump had missing end cap sticker.